Manufacturer narrative:
H3: the most likely underlying cause for the reported prosthesis wear, osteolysis, and patella loosening reported in (B)(4) cannot be determined as the devices were not available for evaluation, and radiographs, photographs, operative notes, and patella part information were not provided.

Event description:
Per a report from the legal department the patient had a left knee replacement on (B)(6) 2017. Approximately 5 years and 1 month after the initial surgery the patient underwent an MRI of the left knee which revealed moderate polymeric-induced synovitis with focal patella osteolysis and a diffuse fibrous interface, where loosening of the patella is suspected without displacement on (B)(6) 2022. Upon information and belief, the loose components and osteolysis are due to premature polyethylene wear of the tibial insert. The patient's surgeon has recommended he undergo left knee arthroscopy, debridement and removal polymeric debris and partial synovectomy.

Manufacturer narrative:
Pending investigation.